Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was explanted. The patient became unstable and the procedure was postponed. A new lv lead will be implanted at a later date. The patient was stable post procedure.